Event description:
It was reported that during a procedure on (B)(6) 2020 for left p2 cardiogenic cerebral embolism in which the subject retriever was used, a causative vascular dissection was observed. Following completed procedure on (B)(6) 2020, patient experienced intracranial hemorrhage ph-1 (parenchymal hematoma type 1). Patient had preoperative mrs (modified rankin scale) of grade 0 and a mrs grade of 3 dated 26-feb-2020. No further information was provided.

Manufacturer narrative:
Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported patient intracranial hemorrhage and patient vessel dissection is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a procedure on (B)(6) 2020 for left p2 cardiogenic cerebral embolism in which the subject retriever was used, a causative vascular dissection was observed. Following completed procedure on (B)(6) 2020, patient experienced intracranial hemorrhage ph-1 (parenchymal hematoma type 1). Patient had preoperative mrs (modified rankin scale) of grade 0 and a mrs grade of 3 dated (B)(6) 2020. No further information was provided.